Event description:
It was reported that the patient had a 4.0 x 12 mm xience xpedition implanted on (B)(6) 2015. On (B)(6) 2015, he became dizzy and had chest pain and back pain. Additionally, the intravenous site where his medication was given is red and swollen. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Angina, hypersensitivity, chest pain and back pain are listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.